Event description:
Additional information received indicated the ble issue was due to excessive ble usage which resulted in telemetry lockout. The ble issue was resolved by providing the patient with a new mobile transmitter (mtx). There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Additional information received indicated the aware is 24 feb 2025 rather than 02 feb 2025 which was previously reported.